Manufacturer narrative:
The customer reported using an incompatible os. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of os version 14 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving alarms and readings while using the abbott diabetes care (adc) device in use with a samsung galaxy a13 with android operating system version 3.6.5.11962. As a result, the customer was unable to use the application and subsequently experienced sweating, weakness, and loss of consciousness. The customer was unable to self-treat and required third-party treatment. A non-healthcare professional administered sugar, and a healthcare professional (hcp) later assessed the customer by measuring blood pressure, heart rate, and performing an ECG.there was no report of death or permanent impairment associated with this event.